Event description:
It was reported 52 bd ultra-fine insulin syringes had foreign matter. The following information was provided by the initial reporter: "when the plunger is pushed to the end, the liquid comes out of the barrel."

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0132186. Medical device expiration date: 05/31/2025. Device manufacture date: 05/11/2020. Medical device lot #: 1011582. Medical device expiration date: 01/31/2026. Device manufacture date: 01/11/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. H.6. Investigation: customer returned (47) loose 3/10cc, 6mm syringes. Customer states that the plunger is pushed to the end, the liquid comes out of the barrel. Thirty out of 47 were tested and 18 out of 30 samples exhibited a clear droplet of material coming out of the barrel when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 1011582 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. L2l dispatch was created for silicone gun #4 out of parameters. The established parameters set the amount of silicone emitted into the barrel. Operating above the set parameter may lead to a ¿excessive silicone¿ in the barrel.

Event description:
It was reported 52 bd ultra-fine insulin syringes had foreign matter. The following information was provided by the initial reporter: "when the plunger is pushed to the end, the liquid comes out of the barrel."